Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the home choice (hc) during dwell. The patient was connected at the time of the alarm. The patient line had been properly primed. The patient had not disconnected prior to the alarm. A supply bag had disconnected. The supplies had not been damaged by an outlet port clamp or an assist device. Proper procedures were reviewed with the patient. There were no samples available. The technical service representative (tsr) had the home patient (hp) cycle the power to receive a system error 2367. The hp would restart the setup with all new supplies. The hp needed assistance with the setup. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the care giver (cg) on (B)(4) 2012 regarding a system error 2240. The cg stated that the alarm had occurred because the connection between the bag and the line come apart. The cg contacted the registered nurse (rn) regarding this event and the rn advised the cg to contact baxter. The cg contacted global technical service (gts) and was advised to turn off the machine and start therapy over with new supplies. The cg did not know how the connection came apart. The home patient (hp) has not experienced any negative side effects and has not required any medical intervention. There have been no other issues with therapy and there was no other patient injury or medical intervention reported.